Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side manipulator (psm) due to error 23003. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the psm for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings).

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, user informed the technical support engineer (tse) that a persistent recoverable error 23003 occurred on the universal surgical manipulator (usm1), and the user asked how to remove the forceps while the procedure continued. Tse guided the user to press the emergency removal button to remove the forceps. Tse confirmed in the system view that the error was 23003 and it pointed to axis 7. The user disabled usm1 and continued and completed the procedure using the other remaining arms. No known impact or patient consequence was reported.